Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual examination of the sample confirmed the reported condition. The manufacturing processes were reviewed and no abnormality observed. The root cause of this condition cannot be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
Customer reported the male luer is broken. The reported condition occurred before use. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is available for evaluation but has not yet been received by baxter. A follow up medwatch will be submitted upon completion of baxter's investigation. (B)(4).